Event description:
It was reported that the screw snapped inside the tunnel.

Manufacturer narrative:
One 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this was a 9mm product. The complaint stated: "it was reported that the screw snapped inside the tunnel." There was no original packaging returned. This is a tapered product. There is approximately 6.75mm of distal threads absent. This portion was not returned. The few remaining proximal threads are damaged. They are rolled and scalloped. There are scuff marks on the internal hex. The symptoms are consistent with difficult insertion. This is an interference screw where 1:1 size ratio achieves best surface to surface tension. An 8.5mm tunnel was drilled for a 9mm tapered screw. The location of fracture is consistent with tunnel diameter stricture as the proximal end of the taper was attempted to be seated flush. Per IFU: "it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep per IFU recommendation is critical for ease of insertion and successful anchoring. Excessive force should not be placed on the delivery instrument." The condition of the implant indicates a torque and interference issue. No root cause related to the manufacturing of this device was confirmed. Correction on: name title: dr., first name: tim, middle name should be blank. Physician.

Event description:
It was reported that the screw snapped inside the tunnel. There was no significant delay or patient injuries.